Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 187mg/dl. Troubleshooting was performed. The device was not exposed to an MRI, and the caller was able to rewind the insulin pump. Assisted the customer to run the displacement test and the test failed. Advised that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion and prime tests. The insulin pump received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing.